Event description:
It was reported that high voltage was tripping the ground volt. No damage that the reporter was aware of. No delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Device evaluation: visual inspection found the power switch and the power switch to pcb connection are damaged. Investigators were unable to properly power up the device. Could not duplicate or confirm the customer complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.